Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Infection is a known adverse event of coronary stenting in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that early 2010, a xience v stent was implanted in the left anterior descending artery and a non-abbott drug eluting stent was implanted in the left circumflex artery. In (B)(6) 2010, the patient was diagnosed with interstitial pneumonia. The patient is being treated with steroids (10mg). Reportedly, the physician from the hospital where the stent was implanted, told the physician of the hospital where the pneumonia was diagnosed, that the possibility of a drug eluting stent triggering interstitial pneumonia is low. The physician further stated that antiplatelets may have had some effect. A drug lymphocyte stimulation test for paclitaxel was negative. A test for everolimus was not performed. The patient was hospitalized from mid (B)(6) 2010 to mid (B)(6) 2011. The patient's condition is reported as stable. No additional information is available.